Event description:
Caller states the patient tested 0.9 inr on the coaguchek xs plus system while a comparison lab returned around 3.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).